Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen in the clinic. It was noted the non-boston scientific right ventricular (rv) lead likely had some baseline noise present. The sensitivity was programmed to fixed 4 mv, but the physician recommended turning on the automatic gain control to 0.6 mv. The patient then presented to the emergency room (ER) shortly after with near syncope. Pacing inhibition of greater than 2 seconds was observed. The representative saw a pause as long as 3 seconds. The sensitivity was reprogrammed to fixed 4mv in the ER, and no further symptoms have been reported since the programming change. The root cause for the noise was not determined. No further actions planned as the issue was resolved with the programming change. This pacemaker remains in service and there were no additional adverse patient effects reported.